Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There were no traces of corrosion on the electronic assembly. The pump had cracked display window corners, cracked battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 271 mg/dl at the time of incident. The customer's spouse stated that the pump was submerged in water and it alarmed button error. The customer treated manually. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.